Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the backup system controller had an emergency backup battery (ebb) fault alarm during implant preparation. The battery was reseated and the fault remained. The plastic component with directional arrow broke after the battery was reseated.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault and broken directional plastic component was unable to be confirmed. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. System controller (B)(6) was returned. Evaluation of (B)(6) revealed backup battery faults and a broken directional plastic component. The findings have been addressed under (B)(6) investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A), section 10 - ¿safety checklists¿, and the heartmate 3 lvas instructions for use (rev. D), section f - ¿safety checklists¿, instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 IFU, section 7 - ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 - ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.